Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a ¿high¿ blood glucose reading on the ilet system, and after noting known scar tissue and performing an infusion set change to a 6 mm, 23 inch set, the blood glucose subsequently returned to target; a later report confirmed that glucose levels decreased after the supply change. Symptoms included hyperglycemia. Outcomes included self-treatment with oral glucose and resolution after the site change, with no hospitalization. Investigation included a review of available data and user troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia episode was unclear, with a suspected infusion site or insulin delivery issue given the presence of scar tissue and improvement after set replacement, though no device malfunction was observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.